Event description:
It has been reported to philips that the system did not complete the boot up sequence. It froze at the 0:00 countdown screen. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. It was reported to philips that the system will not bootup. Upon troubleshooting, the philips field service engineer (fse) went onsite and verified the power supply and found low voltage power supply was faulty. To resolve the issue, fse replaced the low voltage power supply. The defective parts were returned for analysis, for dcps (direct current power supply), malfunction was observed, and mode of failure was electrical defect. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.